Event description:
It was reported that a user experienced hyperglycemia while using the ilet with a 6 mm, 23-inch infusion set; the highest recorded blood glucose was 213 mg/dl for approximately two hours, with no device alarms or delivery stops and no leaks observed, and the user confirmed elevated glucose by fingerstick. Symptoms included elevated blood glucose without ketones, loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no need for medical intervention, no hospitalization, and no assistance from others. Investigation included telephone troubleshooting and user education, including guidance to perform an infusion set change and follow-up to confirm glucose was trending down. Investigation of this case revealed no device malfunction or alarm condition and an unclear cause for the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.